Manufacturer narrative:
On 10 july 2018 the r&d project manager checked the pictures of the item: the images were analyzed: the impaction plate resulted broken. The locking disc were separated from the plate causing the yielding of the plastic coverage. The event could be caused by an high force during the unscrewing of the plate.

Event description:
During surgery, upon final impaction, the impactor handle broke. A piece of metal fell into the wound. The surgeon was able to recover the piece. There was no significant delay in the case. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 august 2018. Lot 1651167: (B)(4) items manufactured and released on 19 august 2016. No anomalies found related to the problem. No similar event on this lot.